Event description:
The maude report was received on june 19, 2008. The following info was copied verbatim from maude report. Lawsuit filed against hospital stating that vas catheter was defective. Plaintiff was admitted in 2007, with a diagnosis of pneumonia & volume overload. She was also a kidney dialysis pt. In conjunction with her care & treatment during her (same day) admission, eight days later, plaintiff underwent a procedure to remove a vas-cath from her right femoral artery & to place a vas-cath in her right subclavian vein. Defendant performed surgery on same day; he was assisted by nurses & other personnel employed by defendant. During same day procedure, defendant left an approximately eight inch piece of guidewire in chest. On same day, defendant reviewed an x-ray taken of chest & failed to identify retained guidewire which was clearly visible on x-ray. As a result, did not warn of her attending physicians of retained guidewire. Next day following (the day before) surgery, plaintiff developed spiking fever. Still, defendants failed to diagnose retained guidewire. Continued to have problems & pain between that day & following three days, but neither physician nor radiologists diagnosed retained guidewire. On that day, plaintiff underwent another surgical procedure by defendant. Same day surgery involved removal of right subclavian vas-cath & insertion of a vas-cath into plaintiff's right internal jugular vein. Defendant did not diagnose retained guidewire in that surgery even when he removed right subclavian catheter. On same day, defendant reviewed an x-ray taken of chest & failed to identify retained guidewire which was clearly visible on x-ray. As a result, did not warn or her attending physicians of retained guidewire. On following day, plaintiff underwent another surgical procedure. During surgery on same day, he discovered guidewire which had been left in plaintiff's body, specifically in her superior vena cava. Said retained guidewire was left in plaintiff's body by defendant during 2006 surgery in which he attempted to insert vas-cath over a guidewire into her right subclavian vein. Retained guidewire had been visible on x-ray taken after surgery in 2007 & again on x-ray taken four days later. However, they have not diagnosed retained guidewire or taken any steps or action to deal with it prior to discovery during next day surgery was unable to remove retained guidewire during his procedure, but went ahead with insertion of a split long-term dialysis catheter in plaintiff's left subclavian vein. By following day, plaintiff had developed a right hemothorax, requiring another operation to insert a right thoracostomy chest tube.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available. But for retained guidewire & resulting hemothorax, this same day, operation would not have been necessary. X-rays two times in 2007 confirmed presence of retained guidewire as a foreign body overlying plaintiff's right subclavian vein in chest. On following day, plaintiff was transferred & evaluated. Confirmed by CT scan that a retained guidewire was left in plaintiff's chest as a foreign body, but also discovered that right internal jugular vein vas-cath was errantly placed by defendant & that these errors had resulted in plaintiff suffering a right lung hemothorax. Additionally, retained guidewire perforated plaintiff's superior vena cava & penetrated into right atrium of her heart. On that day, plaintiff had to undergo an open heart surgery with midline sternotomy to repair perforated superior vena cava, remove retained foreign body guidewire from right atrium & ventricle of her heart, and to evacuate accumulated blood & fluid from her heart & right lung hemothorax, with decortication. Approximately eight inch retained guide wire extended from superior vena cava through right atrium to right ventricle of plaintiff's heart & had to be removed by surgeon poking an index finger through punctured wall of her right atrium, hooking guidewire around surgeon's index finger & pulling it back out of the heart. Puncture in right atrium was tied with a purse-string suture.